Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that during the defibrillation threshold (dft) testing following the implant, the device was unable to successfully eliminate the ventricular fibrillation (vf). The patient was externally shocked successfully. Following the dft test, it was no longer possible to interrogate the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that during the defibrillation threshold (dft) testing following the implant, the device was unable to successfully eliminate the ventricular fibrillation (vf). The patient was externally shocked successfully. Following the dft test, it was no longer possible to interrogate the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.